Manufacturer narrative:
Updated fields: b4, d9 (device available for evaluation and date return to manufacture), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The introducer sheath dilator and one way valve were also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The one way valve was vacuum tested and it held vacuum. The sheath was measured and found dimensionally within specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon catheter y fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one way valve must be aspirated to 30cc while leaving the one way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
Customer states that the balloon would not advance through the sheath during insertion. All prep was done according to IFU. Another catheter kit was opened and inserted, no patient injury. Customer does not wish to provide patient information at this time. Customer is requesting a credit for this catheter as it was not able to be used after withdrawing it from the sheath.